Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 567 mg/dl; cause was unknown. The customer disconnected from site and delivered 5 unit bolus. Insulin was releasing from tubing. No bent cannula was found. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.